Manufacturer narrative:
Per the clinic, the patient also was experienced an infection at implant site and extrusion of implant. Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain at the implant side due to migration of device. Subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device on (B)(6) 2025.